Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer needed to charge twice a day (approximately just after 8-10 h). The consumer had both hd and tonic stimulation, but used the hd stimulation most of the time. She needed to stimulation 24/7, but after the charging issue she just stimulates on day time.

Event description:
The company representative (rep) additionally reported that the patient experienced symptoms of loss of stimulation. Troubleshooting was performed, but nothing odd was seen. No actions/interventions were performed yet, only some kind of troubleshooting and fixing the mdt date to be sent. Action will be taken as soon as more information is known. The outcome was reported as the therapy was not good enough and ¿not as she had before this issue with charging issues etc¿. The mdt data was reviewed. Based on the settings in group a it would be expected a recharge interval of about 1 per day. The mdt data shows the ins was not fully charged with every session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.